Event description:
Customer called to report a leak from the modular chemistry wash collar of the unicel dxc 800 synchron system. Customer observed a clot / occlusion in the collar wash tubing to the collar wash valve. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and noted an occlusion in line #222 from the collar wash to the valve. The fse disconnected the line, flushed the occlusion, bleached the line and reinstalled the line to the collar wash and the valve. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).